Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (suspend) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - this complaint was submitted in error. The pump had been accidentally suspended by the user while in their pocket, and there was no issue with the pump function.